Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The caster was replaced to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported the caster broke off the unit during transport and the unit tipped over. There was no patient involvement, no injury to healthcare worker.